Manufacturer narrative:
On (B)(6) 2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2017 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. On (B)(6) 2017 a medtronic representative, following-up at the site, reported the alleged inaccuracy was medial and inferior by 5-7 millimeters. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that on (B)(6)2016, while in a spine procedure, one screw was alleged to be misplaced. All other screws were placed correctly. The screw was misplaced on l1, which was the level the surgeon performed a lamnectomy after the imaging system spin. It was deemed likely anatomy movement occurred. The surgeon removed the screw and did not replace it. Delay in therapy was 5 minutes. The surgeon completed the procedure with the use of the navigation system.